Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Device interrogation revealed stored episodes of noise resulting in pacing inhibition since (B)(6) 2015; a lead fracture was suspected. The patient was asymptomatic to noise. The noise could not be reproduced in clinic with isometrics. The lead was capped and replaced successfully on (B)(6) 2016. The patient was stable following the procedure and would continue to be monitored.